Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a thyroid stimulating hormone (tsh) result, elevated above the normal reference range, generated on unicel dxi 800 access immunoassay analyzer for one patient. The result was reported out of the laboratory and questioned by the physician as the result was not matching the patient's clinical presentation. Subsequent testing after treating the sample with a heterophile blocking tube (hbt) produced a result within the normal reference range. It is unknown if the patient treatment was affected in this event. The risk of serious injury will be assumed upon recur.

Event description:
The customer reported that insulin was leaking past the o-rings from the reservoir. No further info was provided.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. (B)(4).

Event description:
Reporter alleged obtaining a result of 428 mg/dl on aviva system 1 compared back to back with the result of 181 mg/dl, 193 mg/dl, and 229 mg/dl on aviva system 2 when testing was performed within 10 minutes. Reporter stated that he took his normal 50 units of lantus. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.